Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual inspection and functional/performance evaluation: the device was not returned; therefore, no visual inspection or functional testing of the device was performed. Medical records review: medical records were not provided; therefore, a medical record review could not be performed. Image/photo review: images/photos were not provided; therefore, an image/photo review could not be performed. Conclusion: the investigation is inconclusive, as the samples were not returned for evaluation. Per the reported event details, the physician dry fired the device prior to use. The IFU states, precautions: "never test the product by firing into the air. Damage may occur to the needle/cannula tip." Therefore, it is possible that procedural and patient factors contributed to the reported event. However, the definitive root cause is unknown. Labeling review: the current maxcore disposable biopsy instrument instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported that during an ultrasound guided prostate biopsy, the device allegedly self activated while priming the second slide. The procedure was completed with another device. A coaxial was not used during the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual inspection: the sample was returned. Both slides were in their initial positions. There were no visual anomalies noted on the device. Performance/functional evaluation: to prime, the top slide was pushed into the device. The top slide was able to lock into place with resistance. The bottom slide was then pushed into the device and was also able to lock into place with resistance. The device was able to fire; however, the needle felt blocked. The device was disassembled and it was found that there was a bend in the cannula and stylet creating friction between the needles. No further functional testing could be completed due to the bent needles. Medical records review: medical records were not provided; therefore, a medical record review could not be performed. Image/photo review: images/photos were not provided; therefore, an image/photo review could not be performed. Conclusion: the sample was returned for evaluation. The investigation is confirmed for bent, as the cannula and stylet were found to be bent near the base of the needles. Additionally, the investigation is inconclusive for self-activation, as full functional testing could not be performed due to the bent needles. During sample evaluation, the stylet and cannula were found to be bent. All maxcore needles are visually inspected for bends before and after assembly at manufacturing. Therefore, it is unlikely that the root cause is manufacturing related. Furthermore, it is unknown whether shipping and/or handling issues contributed to the event, as the user did not report a bend. The definitive root cause could not be determined based upon available information. Labeling review: the current IFU (instructions for use) states: precautions: - this product should be used by a physician who is completely familiar with the indications, contraindications, limitations, typical findings and possible side effects of core needle biopsy, in particular, those relating to the specific organ being biopsied. - never test the product by firing into the air. Damage may occur to the needle/cannula tip and could result in patient and/or user injury. - unusual force applied to the stylet or unusual resistance against the stylet while extended out of the supportive cannula may cause the stylet to bend at the specimen notch. A bent specimen notch may interfere with the needle function. Directions for use: - before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle is damaged or bent, do not use. - energize (cock) instrument by pulling back on the top slide to withdraw the cannula and lock in place. Then pull back on the bottom slide to withdraw the stylet and lock in place. Remove protective needle sheath and yellow guard. Instrument is ready to fire when both slides are locked back. - verify instrument is energized (cocked). Note: do not place fingers in front of cocking slides once instrument is energized (cocked). Impeding cocking slides' movement will impact functionality. - while maintaining instrument's position and the needle orientation, depress the rear actuator button, or push the side actuator forward (direction of arrow), to cause both stylet and cannula to automatically advance. Potential complications: - potential complications associated with core biopsy procedures are site specific and include, but are not limited to: hematoma; hemorrhage; infection; adjacent tissue injury; pain; bleeding; hemoptysis; hemothorax; non-target tissue, organ or vessel perforation; and air embolism.

Event description:
It was reported that during an ultrasound guided prostate biopsy, the device allegedly self activated while priming the second slide. The procedure was completed with another device. A coaxial was not used during the procedure. There was no reported patient injury.